Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed. The device has the distal tip bent and a section of the polymer tip was detached. The detached section was not returned. The damaged section was located approximately at 181 cm from the proximal end. The body was kinked approximately at 0.8 cm from the proximal end. No more damages were found in the device. The outer diameter of the middle and proximal section of the device were within specification.

Event description:
It was reported that difficulty removing a guidewire and guidewire detachment occurred. The 80% stenosed target lesion was located in the highly calcified circumflex (cx) and left anterior descending artery (lad). Due to the bifurcation treatment (cx to lad), a 2.5 x 20mm promus select stent was implanted in the lad. For a kissing balloon treatment, a 182cm pt graphix guidewire was inserted into the lad and the wire was placed undetected under a stent strut. After the kissing balloon treatment, the pt graphix wire was removed, but resistance was felt. During removal, 3mm of the pt graphix wire tip was torn off and fixed under the stent strut. No intervention was performed to remove the tip from the patient as it was not possible to cross the stenosis and so it was not possible to remove the tip from the patient. It was noted that the reason for the tip detachment was due to the bifurcation stenosis. The procedure was completed. No patient complications resulted from this event and the patient was reported to be stable following the procedure.

Event description:
It was reported that difficulty removing a guidewire and guidewire detachment occurred. The 80% stenosed target lesion was located in the highly calcified circumflex (cx) and left anterior descending artery (lad). Due to the bifurcation treatment (cx to lad), a 2.5 x 20mm promus select stent was implanted in the lad. For a kissing balloon treatment, a 182cm pt graphix guidewire was inserted into the lad and the wire was placed undetected under a stent strut. After the kissing balloon treatment, the pt graphix wire was removed, but resistance was felt. During removal, 3mm of the pt graphix wire tip was torn off and fixed under the stent strut. No intervention was performed to remove the tip from the patient as it was not possible to cross the stenosis and so it was not possible to remove the tip from the patient. It was noted that the reason for the tip detachment was due to the bifurcation stenosis. The procedure was completed. No patient complications resulted from this event and the patient was reported to be stable following the procedure.